Event description:
When patient was being helped to sit on the bed, the tube detached from the drop cell.

Manufacturer narrative:
We received one sample on 11/30/2007. Upon completion of the investigation, a supplemental report will be submitted.